Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
2 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 2 of the devices that were pending were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 2.